Manufacturer narrative:
Impella rp flex returned for evaluation. Optical signal issue: clinical details noted that the patient had transferred hospitals and pump position was deep and "placement signal not reliable" alarms were noted for a few minutes but resolved after patient position was adjusted. Upon visual inspection, no abnormalities noted on returned product. Pump 5s optical parameters were within normal range. Data logs were reviewed and cvp was trending down with decreased snr before triggering psnr alarms. This lasts about 8 minutes before snr and cvp were able to recover and remain stable for remainder of case. Raw optical signal was affected at time of psnr alarm but raw placement signal and mc were stable. The root cause of the optical signal issue could not be determined per returned product, data log review, and limited clinical details. Positioning issues: clinical details noted that patient transferred hospitals and pump position was deep on x-ray but position was stable. The root cause of the positioning issues was most likely due to patient movement as mal-positioning of pump was found after patient transferred hospitals. Hemolysis: returned product showed no damage to impeller blades. Biomaterial was present on bottom of impeller blade. Data logs were reviewed and a motor current spike was present on the morning of reported hemolysis on (B)(6) 2025, with a speed deviation, drop in pump flows, and step up in placement signal at time of ingestion signature. Additionally, clinical details noted that patient was experiencing pink/red urine when pump level was attempted to be increased. The root cause of hemolysis was most likely due to biomaterial per data log review and biomaterial on returned product. Product damage (cannula kink): clinical details noted that pump was deep and cannula was kinked near outflow cage. No cannula kink was able to be identified on returned product. The root cause of the product damage - cannula kink could not be definitively determined due to lack of clinical information. Vf/vt: cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease ¿timing of the arrythmia event in relation to impella support (during or post-implant) ¿electrocardiogram (EKG) recordings of the arrhythmia episodes ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities ¿response to any antiarrhythmic treatments or interventions during the event ¿any documented device-related issues or complications during impella support ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual, section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complainant reported that a patient was implanted with an impella rp flex and exhibited ventricular tachycardia, and amiodarone was given. Additionally, the patient had pink/red urine when attempting to increase p-levels. The pump was noted to be positioned deep, with the inlet crossing the tricuspid valve, and the pump was kinked at the outflow cage. The pump was repositioned. The patient survived.

Manufacturer narrative:
D6b "if explanted, give date" corrected.

Event description:
The complainant reported that a placement signal unreliable alarm sounded which resolved after shifting patient position.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Impella rp flex returned for evaluation. Optical signal issue: clinical details noted that the patient had transferred hospitals and pump position was deep and "placement signal not reliable" alarms were noted for a few minutes but resolved after patient position was adjusted. Upon visual inspection, no abnormalities noted on returned product. Pump 5s optical parameters were within normal range. Data logs were reviewed and cvp was trending down with decreased (snr) before triggering psnr alarms. This lasts about 8 minutes before snr and cvp were able to recover and remain stable for remainder of case. Raw optical signal was affected at time of psnr alarm but raw placement signal and mc were stable. The root cause of the optical signal issue could not be determined per returned product, data log review, and limited clinical details. Positioning issues: clinical details noted that patient transferred hospitals and pump position was deep on x-ray but position was stable. The root cause of the positioning issues was most likely due to patient movement as mal-positioning of pump was found after patient transferred hospitals. Hemolysis: returned product showed no damage to impeller blades. Biomaterial was present on bottom of impeller blade. Data logs were reviewed and a motor current spike was present on the morning of reported hemolysis on 26-apr-2025, with a speed deviation, drop in pump flows, and step up in placement signal at time of ingestion signature. Additionally, clinical details noted that patient was experiencing pink/red urine when pump level was attempted to be increased. The root cause of hemolysis was most likely due to biomaterial per data log review and biomaterial on returned product. Product damage (cannula kink): clinical details noted that pump was deep and cannula was kinked near outflow cage. No cannula kink was able to be identified on returned product. The root cause of the product damage - cannula kink could not be definitively determined due to lack of clinical information. Vf/vt: cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease timing of the arrythmia event in relation to impella support (during or post-implant) electrocardiogram (EKG) recordings of the arrhythmia episodes evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities response to any antiarrhythmic treatments or interventions during the event any documented device-related issues or complications during impella support evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.